Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional k190744 PMA/510(k).

Event description:
It was reported to olympus that a telescope was sent in for repair for color problem. The reportable event was found during estimation of the device. There was no injury or health damage due to the reported event.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During inspection, the service department identified a pink-colored image due to a defective r-unit. A pixel shift was clearly identified, which is caused by a slight shift of the ccd chip in the r-unit. Furthermore, the service department stated¿ signs of rust found in the device likely caused by a previous moisture ingress that led to the ccd sensor failure¿. Additionally, the service department identifies a cut in the grey protective hose. Potential causes: pixel shift: the cause is very likely wear and tear. Cut in hose: the cause is very likely improper handling by the user. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.